Event description:
Additional information was received that diagnostic imaging was performed.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.